Event description:
The manufacturer received the lead anchor device for analysis following explant; all system components were removed. See MFR report number 3004209178-2007-00584.

Manufacturer narrative:
Final accessory device results reveal the anchor has separated. Findings show the titanium insert (stiffener) is separated from the silicone material part of the product.